Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. It was reported that the quality of the imaging equipment was poor and that the patient, who was under local sedation, moved throughout the implant procedure. Both factors led to difficulties in accurately positioning the aortic body stent graft prior to complete stent deployment. The aortic body stent graft was filled with polymer and the iliac limb stent grafts were deployed as expected. A review of the final angiogram showed the presence of a type ia endoleak which could not be resolved with the use of a angiography balloon. The physician elected to monitor the patient until the 1-month follow-up. The intraopertive angiogram was reviewed by trivascular on (B)(6), 2014 confirming the presence of a type ia endoleak. As of the date of this report the patient has not returned for a follow-up, and there have been no patient sequelae reported.

Manufacturer narrative:
Remains implanted.

Manufacturer narrative:
A follow-up communication received from the physician stated that the endoleak resolved without re-intervention four weeks following the implant procedure. As of the date of this report, there have been no additional sequelae reported.